Event description:
It was reported that the ventilator did not display air and o2 pressure values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for on/off switch error and did not display air and o2 pressure values. Our field service engineer investigated the ventilator on site and replaced the air gas module. The replaced air gas module were not returned for investigation, therefore the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).